Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data (pd) alert. Technical services (ts) explained the troubleshooting steps to re-enter patient and date data. Additional device data was requested for analysis. No adverse patient effects were reported. Currently, this s-ICD remains in service.